Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced a hematocrit of 31.2, pelvic pain, a recurrence of stress urinary incontinence, and urinary tract infections post-implants.

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, recurrence, bleeding, vaginal scarring and post void residuals well over 100 cc.

Manufacturer narrative:
(B)(4).